Event description:
It was reported that there was a leak at the attachment of the air filter where it leaks slowly through a very small hole. It was stated that there were 4 lines where a leak had occurred, all lines were used with the same patient. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. No samples were received for the analysis of this complaint. 1 picture was provided. Picture shows the label of the package and three samples. "The device history record of reported lot numbers 4342712 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. "Complaint for the failure mode ""a0282 - leaking"" could not be confirmed by investigation as no samples was provided by the customer and picture provided is not related to the failure mode reported. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined."